Event description:
The customer reported being hospitalized due to low blood glucose on twice. The blood glucose was 42mg/dl and 48mg/dl. Troubleshooting was performed. The customer stated that his blood glucose dropped while attempting to treat with orange juice, crackers, and candy bar. Then the paramedics were called the first time, and the second time his neighbor drove to the hospital. The caller was treated with glucagon shots. The customer stated that he kept struggling with low blood glucose even after being disconnected from the insulin pump since (B)(6) 2012. The customer was not comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests.